Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be sent after investigation.

Event description:
It was reported that: bleeding from site post deployment.physician stated that the large bore sheath could have possibly torn the vessel. Possible manta collagen inside vessel after deployment. Peripheral intervention with balloon and covered stent. Additional iformation: access through mid femoral head, posterior moderate lfa calcium, minimal tortuosity. Post procedure the patients condition was "stable/good".

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a mid-femoral head positioned radiopaque lock, post procedure balloon inflation applied and placement of a stent. The positioning of the covered stent appears to be posterior to the manta lock. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the left common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a mid-femoral head positioned access. Vasculature was noted as 8.8 mm, moderate posterior calcium, minimal tortuosity, with a depth measurement of 7cm + 1cm. The instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Prior to closure the patients activated clotting time (act) noted as 374, and protamine was administered. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, bleeding was present at the access site. The physician mentioned the large bore sheath could have torn the vessel and the collagen possibly deployed in the vessel. Balloon inflation was applied to tamponade, and a covered stent was deployed to address the bleed. Hemostasis was within ten-fifteen minutes and the patient outcome post procedure was stable. The suspected root cause of the extended hemostasis requiring a covered stent is possibly due to a dissection. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The severity of harm is ranked as a 4 based on the event of extended hemostasis requiring endovascular intervention (covered stent). The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.